Event description:
The customer reported erroneous potassium (k) patient results on the au480 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no report of change to patient treatment.